Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device evaluation was performed. Both an is-1 gauge pin and an is-1 lead were inserted into and retracted from the header without difficulty. Microscopic visual inspection of the header and the seal plugs revealed no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately and functioned as designed. A series of electrical tests were also performed, and again, normal device function was observed. The device header was then disassembled and both the inner and outer seals were inspected. Evidence of silicone to silicone bonding was found in both of the inner seal rings.

Event description:
Boston scientific crm received information that during the changeout procedure, the leads were stuck in the header. A bone cutter was used to free the leads.